Event description:
As reported, during removal of a 6/7f mynxgrip vascular closure device (vcd), the sealant came out with it. The sealant was sticking to the distal end of the advancer tube hindering the achievement of proper hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The device was stored and prepped according to the IFU. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, and the insertion angle of the vascular sheath introducer was between 30-45 degrees. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm, and there was little tortuosity present. The stick location was in the common femoral artery, and there was no presence of pvd or calcium near the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down, with no over tamping. The deployer shuttled down completely, and the sealant was stuck to the device while inside the patient. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during removal of a 6f/7f mynxgrip vascular closure device (vcd), the sealant came out with it. The sealant was sticking to the distal end of the advancer tube, hindering the achievement of proper hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, and the insertion angle of the vascular sheath introducer was between 30-45 degrees. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm, and there was little tortuosity present. The stick location was in the common femoral artery, and there was no presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down, with no over tamping. The deployer shuttled down completely, and the sealant was stuck to the device while inside the patient. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device, and the stopcock was found in the closed position. Additionally, the advancer tube and the sealant were deployed at the distal end of the device (near the balloon) and were found inside the shuttle tube. This occurred because the shuttle was returned in a position other than its intended manufactured position. The device was thoroughly inspected for any damages that could have contributed to the reported event, but no visual damages or anomalies were observed. Per functional analysis, the shuttle cartridge successfully retracted to the black handle without any issues. A simulated deployment test was conducted to assess the functionality of the returned device. The shuttle advanced fully without any complications and retracted to the black handle. The advancer tube was confirmed to be properly engaged with the proximal tamp lock during the device failure investigation. The returned devices operated as intended, following the mynxgrip instructions for use (IFU). Furthermore, the sealant deployed without any problems. Per microscopic analysis, visual inspection at high magnification confirmed the presence of the slit in the outer cartridge of the unit received. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device since it was out of its manufactured position and deployed on the catheter. The exact cause of the issue reported could not be conclusively determined during analysis. However, based on the information available for review and the product analysis, the event may have been attributed to user error since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.